Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 383 mg/dl and she bolused; however, her blood glucose kept increasing. Her blood glucose increased to 427 mg/dl and then up to 444 mg/dl. The customer noticed that her quick release was not completely locked and she has since relocked it. Troubleshooting was initiated for the high blood glucose. The patient treated with boluses so far, and she also has insulin syringes and an emergency pen available if she needs it. The drive support cap was normal. The device programming was accurate. A high pressure test was performed and the device passed. The customer changed her infusion set and reservoir. Her blood glucose has since decreased from 444 mg/dl to 419 mg/dl. No products were returned or replaced.